Event description:
It was reported that a revision was performed due to dislocation.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. No destructive testing was conducted during this investigation. Upon visual examination, the proximal surface of the tibial insert showed deformation, burnishing, and scratches on the posterior section of the insert likely due to rubbing of the tibial base surface on the femoral component after disassociation. The anterior locking mechanism of the insert has minimal deformation. Deformation on the posterior locking mechanism on the tibial base occurred during articulation and would prevent the insert from locking properly. The tibial base also shows scratches on both the proximal and distal surface likely due to removal .the features observed on the insert suggest either partial engagement of anterior locking mechanism upon insertion or loading on the posterior section of the insert may have contributed to the disassociation of the insert from the tibial base. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.